Event description:
It was reported that: "at the end of the surgical procedure an epidural catheter was put in place (paravertebral block) for pain control by dr. After the surgical incision was closed it was determined that the paravertebral block was not working, and the epidural catheter was removed. In doing so it was noted by dr. That a portion of the catheter tip was missing and still inside the patient. A chest xray was ordered. The thoracotomy closure was reopened and the chest cavity was searched. The missing catheter portion was located and an intra operative chest xray was performed to determine the catheters completion. Dr. Agreed that the epidural catheter was completely removed from the patient the patient's right thoracotomy incision was reclosed and or counts were performed as per nursing standards ".

Manufacturer narrative:
(B)(4). UDI number unavailable as complainant did not report a lot number. Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn # (B)(4).

Event description:
It was reported that: "at the end of the surgical procedure an epidural catheter was put in place (paravertebral block) for pain control by dr. After the surgical incision was closed it was determined that the paravertebral block was not working, and the epidural catheter was removed. In doing so it was noted by dr. That a portion of the catheter tip was missing and still inside the patient. A chest xray was ordered. The thoracotomy closure was reopened and the chest cavity was searched. The missing catheter portion was located and an intra operative chest xray was performed to determine the catheters completion. Dr. Agreed that the epidural catheter was completely removed from the patient the patient's right thoracotomy incision was reclosed and or counts were performed as per nursing standards ".